Manufacturer narrative:
Left side serial number provided as "(B)(4)," which appears invalid. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is rupture.

Event description:
Healthcare professional reported left side rupture. Device remains implanted.